Manufacturer narrative:
Manufacturer investigation conclusion: a direct correlation between the device and the reported patient outcome could not be determined through this evaluation. Multiple attempts to obtain additional information regarding the patient¿s outcome as well as requests for return of the pump were issued to the customer; however, no additional information was provided and the device has not been returned to date. The complaint file will be closed accordingly. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(4) was shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was implanted with heartmate 3 on (B)(6) 2020 and expired the same day due to congestive heart failure secondary to ischemic cardiomyopathy. Additional information was requested but not provided.